Manufacturer narrative:
The field service engineer (fse) observed white particles on the patient sample and dust on the analyzer. The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The field service engineer (fse) confirmed that the analyzer was operating within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 2 patient samples tested on a cobas e 801 analytical unit. For sample 1, the initial result was <3.0 ng/ml with a data flag. The sample was repeated on an atellica system analyzer, and the result was 14.68 ng/ml. For sample 2, the initial result was 3.25 ng/ml. The sample was repeated on an atellica system analyzer, and the result was 12.88 ng/ml. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.